Event description:
It was reported to covidien on (B)(6)2010 that a customer had an issue with gauze. The customer stated that the gauze is fraying and has left material in a patient. No medical intervention has been needed at this time.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.